Manufacturer narrative:
Considering the observations of the break point (see attached test report/evaluation), the conclusion is that excessive force was applied somehow to the jaw of the forceps either during use or during cleaning between uses and the damage was not noted before this final use or during use.

Event description:
On (B)(6) 2004 clarus medical received a phone call from a sales rep reporting a product problem. He reported that on (B)(6) 2004, the jaw of the forceps 3220-002 broke off inside an intravertebral disc, during a percutaneous lumbar discectomy procedure. The actual forceps returned to clarus was a model 3240-002. I assume the initial report was in error as to the model number. The physician was unable to retrieve the missing portion of the jaw fro the disc.